Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a procedure. Upon interrogation, the right atrial lead exhibited noise episodes. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.